Event description:
The patient reported that the ok button is sticking and cancelling bolus.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The ok button press did not activate desired pump function during testing. Multiple button presses are required before the button will engage. None of the buttons have normal spring back or click. Contamination was observed under the contacts of all buttons. Unrelated to the complaint, during evaluation a cracked battery compartment was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.